Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, unit was received with scratched display window and cracked reservoir tube lip.

Event description:
It was reported the customer had recurring unexpected restart alarms on their insulin pump. The customer stated they have removed the battery and let the insulin pump rest for one week, but the alarm was recurring after. Customer also stated they would insert a new battery and the insulin pump would turn on and then turn off again. The customer stated the alarm was recurring during normal insulin pump use. Customer's blood glucose was unknown. Customer was advised their insulin pump needed to replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.